Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. The returned device was evaluated and the customer allegation was confirmed. There were unrestorable image noises. Some water ingress traces were found in the connector. However, image could be restored after exchange of the plug unit. Additionally, it was noted that bending angulation was out of specifications. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise could not be determined, however, it was likely the result of water entering the scope connector, resulting in an electronic component failure; possibly due to customer handling. The event can be detected/prevented by following the instructions for use which state: detection " inspection of the endoscopic image¿. Prevention: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope displayed a noisy image. The issue was found at receipt inspection of the demo device. There was no patient involvement.

Manufacturer narrative:
The device was returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.